Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number was not provided; a baxter employee did not identify the alarm in the event log of a returned device, and user did not verbally provide sufficient information to identify the cause of the alarm. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample was not returned therefore no evaluation could be performed. The lot number was unknown therefore a batch review was not performed. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
A customer contacted baxter's technical service center, regarding a system error (se) 2240 and se 2367 alarm, on the home choice (hc) unit during use, in dwell 4. It was unknown for how long the hc was in use before the problem was noted. The home patient (hp) stated the lines are all connected and there are no leaks. The technical service representative (tsr) had the hp cycle power to the hc which progressed to "press go to start". The hp will notify the registered nurse to verify the manual exchange. There was patient involvement however there was no patient injury or medical intervention, associated with this event.